Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and malaise.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. Patient stated that the screen indicated an urgent low of 42mg/dl. Patient was feeling lighted-headed and on the verge of blacking out. There had been no audio alerts from the receiver. No medical intervention or treatment was reported. Additionally, the patient tested the receiver's high and low alerts and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, initial reporter information - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.